Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2016. The patient stated that the error message first appeared on an unspecified date 1-2 weeks prior to the alert date of (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and stated that they maintained their usual diabetes management regimen after the alleged product issue occurred. An unspecified period of time after the alleged product issue occurred the patient developed the symptom of frequent urination; a symptom which the patient informed the mss they associated with hyperglycemia. In response to this symptom the patient self-treated by taking on additional insulin (type and dosage unspecified). The patient did not have a backup meter in order to test their blood glucose at this time. At the time of troubleshooting the cca confirmed that the test strips had not been open longer than their discard date, expired or stored improperly, but the issue could not be resolved by walking through a re-test with the patient. The patients products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms with meet lfss criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings. The meter passed all testing with no faults found. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.